Event description:
It was reported that after a supply change, the user experienced high blood glucose of 401 mg/dl and subsequently observed leaked insulin within the ilet cartridge area; the user detached from the pump, administered a subcutaneous short-acting insulin injection by pen, and requested replacement of supplies. Symptoms included feeling sleepy/tired associated with hyperglycemia. Outcomes included no lasting health consequences or impact. Customer care performed investigative communication with the user and analysis of information provided by the user. Investigation of this case revealed a leak associated with the reservoir component consistent with a leakage or seal issue. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.

Manufacturer narrative:
Initial.